Manufacturer narrative:
The last valid calibrations were done on (B)(6) 2022 and (B)(6) 2022. The qc results were within range. Precision studies were performed and precision was poor. The field service representative replaced the pinch valve tubing. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 1 patient on a cobas e 411 disk. The initial result was 53.47 ng/ml. On (B)(6) 2022 the second result was 10.41 ng/ml. It was asked, but it is not known if the results were from the same sample. The results were not reported outside of the laboratory. The reagent lot number is 58005503 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The last valid calibrations performed on (B)(6) 2022 and (B)(6) 2022 had signals that were much lower than expected. Upon review of quality control data, values fluctuate a lot, especially the level 1 control. Some values are outside of range. On (B)(6) 2022, values were within range after several repeated measurements. On (B)(6) 2022, values are within range. Based on calibration and quality control data, a general reagent issue can most likely be excluded. Upon review of the alarm trace from (B)(6) 2021 to (B)(6) 2022, a few sample short alarms are visible. The field service engineer returned and found high imprecision for other parameters on the analyzer as well. The engineer performed a repair and after this, the instrument was working fine. It was asked, but no details were provided on what was repaired. Control performance for vitamin d improved. Precision studies were performed and were within acceptable limits. The investigation could not identify a product problem. The cause of the event could not be determined.